Manufacturer narrative:
A ge service representative performed an onsite investigation. The f3 fuse and system software were evaluated and replaced. The ii power supply was also identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error, failed to boot to a usable state and failed to display fluoroscopic exposures. No patient serious injury or death was reported related to this event.